Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
While on site for a preventive maintenance, the field service engineer (fse) observed that the connecting tube had an issue. Yellow channel port was replaced and the drainage tube was replaced as well. Device was repaired on site. The device also had an e05 error for cleaning level too high which was fixed by replacing the basin level sensor. Evaluation is ongoing. Supplemental report(s) will be submitted as any information becomes available.

Event description:
While on site for a preventive maintenance, the field service engineer observed that the connecting tube had an issue. There is no patient involvement.